Event description:
The complaint states that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that a signal loss over one hour occurred. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).